Event description:
A nurse reported to baxter (B)(4) that the predilution line of the accusol had white formations on it. The treatment was stopped and a new filter was inserted with fresh batch number of accusol. There was patient involvement but not injury or medical intervention has been reported.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The samples were received and baxter has completed a detailed investigation into the occurrence of white precipitate in solution lines associated with the use of received. The reported problem was confirmed. Four samples were received for evaluation. They consisted of 3 sample vials and a segment from the pre-dilution line. The vials contained solution from the solution bag, the pre-dilution line and the degassing chamber. The solution samples from the degassing chamber and the solution bag appeared normal, i.e. The solution was clear. The solution from the pre-dilution line had white suspended particles. The pre-dilution line segment was also coated with white precipitate. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Samples for similar complaints have been analysed. The precipitates were isolated and inspected using various laboratory analytical methods. The analyses concluded that the precipitates observed are calcium carbonates. A (B)(4) team has been set up to further investigate this issue. Investigations into this issue by the team have progressed. The ph of the solution has been identified as the primary root cause of this problem. Any accusol product manufactured after august 2008 with a ph above 7.3 at final analysis is not released. A more long-term preventative plan is currently being evaluated by the team to permanently eliminate this problem.